Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse was not able to reproduce engagement issues on arm 4. The isi fse updated the system to p9f softwire. Isi received the stapler sureform 45 instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument failed mechanical engagement when placed on the system on every attempt. Instrument inputs failed to engage with the sterile adapter in multiple attempts. Additional observation not reported was that the wrist cables at the backend were found loose, resulting in engagement failures. Failure analysis found the additional failure of loose wrist cables at the backend to be related to the customer reported complaint. The root cause is attributed to a component failure. A review of instrument log, was performed. Per the review, the instrument stapler sureform 60 (480445-04/l90220217 0190) was last used on 13-apr-2022 on system sk4007 during hemicolectomy. The stapler sureform has 0 uses remaining after last use. The instrument intended for a single use. No image or video clip for the reported event was submitted for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to stapler engagement issues. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, stapler engagement failure on the universal surgical manipulator (usm) 4 was noted. The intuitive surgical, inc. (Isi) clinical territory associate (cta) reporter explained they had tried to reseat the instrument multiple times. They also reseated the sterile adapter and ensured no drape interference with no change. The reporter explained the staff had installed the second instrument into the usm4 and the instrument was installed with no issues. The reporter explained the staff did not have a backup stapler to install. Prior to calling for support, the staff converted to a laparoscopic procedure. Onsite logs reflect error 22020 pointing to instrument engagement issues on the usm4. The isi technical support engineer (tse) explained the issue appeared to be drape related and recommended trying the stapler instrument in the second usm. The reporter explained she was not able to attempt the stapler engagement at this time.isi followed up with the initial reporter and obtained the following additional information: the sureform 45 stapler wouldn¿t engage. The staff reseated the instrument and sterile adapter several times. The surgeon did not want to wait for another stapler, the surgeon just wanted to get the case done and decided to convert to a laparoscopic procedure. The patient tolerated the procedure well. There was no injury to the patient. A representative called customer service; the surgeon converted the procedure to laparoscopic before any troubleshooting could occur. The customer is not sure what the surgeon believes contributed to the issue or if there was an issue with the port's placement. No outside influences were observed. The procedure was in process for about 1 1/2 hours. There is no further information available about the case. Patient information is not available.